Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6935 implantable tachy lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the device reached the battery voltage for elective replacement indicator prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.